Manufacturer narrative:
It was reported that there was a leak from the upper silicone segment. One sample model 10942011 was returned for investigation. The set was examined for defects and abnormalities. The tubing had a tear at the upper silicone segment. No other defects or abnormalities were observed. The customer complaint was verified. Based on the description of the leak not being discovered until after the set was inserted into the pump, the root cause of the failure is likely that the infusion set was improperly loaded causing damage to the silicone tubing of the pumping segment. Similar failures of this type have been seen when the infusion set is improperly inserted into the alaris pump. When incorrectly loading the infusion set and closing the door of the alaris pump, tears and holes in the silicone pumping segment can easily been created. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
No additional info.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module infusion set was damaged the following information was received by the initial reporter with the following verbatim: patient was receiving eculizumab and pump said air in line. I opened the pump and noticed it was wet. I pulled the tubing out to check line and medication started leaking from the top portion of the rubber piece. The infusion had to be stopped and the patient could not receive the rest of their medication.